Manufacturer narrative:
Continuation of concomitant products: 694765 lead implanted: (B)(6) 2010.

Event description:
It was reported that there were atrial tachycardia/atrial fibrillation (at/af) episodes that appeared to be noise oversensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.